Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4) implantable pulse generator 2005 (B)(6); 5054 implantable pacing lead 2005 (B)(6). (B)(4).

Event description:
It was reported that during follow up, an x-ray found damage to the lead coating and coil. The lead impedance was 1427 ohms and the threshold and sensing were within normal range. Also the lowest impedance recorded had been 60 ohms for the lead trend even though data was favorable. The lead remains in use but will be replaced during the upcoming device replacement procedure. No patient complications have been reported as a result of this event.